Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report#1627487-2014-23501. It was reported during a permanent implant procedure diagnostic testing revealed high impedance reading on multiple lead contacts with the ipg. The physician then connected the leads into the trial cable and the diagnostic testing revealed no anomalies. However, when the physician inserted the leads back into the ipg header, diagnostic testing again revealed high impedance readings. The physician determined the issue was with the ipg. Subsequently, the physician replaced the ipg with a new one. The surgical procedure was extended 15-20 minutes. The pt reported effective coverage postoperative.